Event description:
It was reported a patient presented for removal of a filiform double pigtail ureteral stent set¿s stent approximately fifty days after placement. At that time, it was found that the stent was broken. One part of the stent was removed; however, one part remained in the patient. The rest of the device was explanted approximately eleven days later. Additional information has been requested but has not yet been received.

Manufacturer narrative:
A5 - ethnicity: chinese. E1 - address 2: (B)(6). G4 ¿ PMA/510(k) #: preamendment. H3: device evaluation is anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation. It was reported a patient presented for removal of a filiform double pigtail ureteral stent set¿s stent approximately fifty days after placement. At that time, it was found that the stent was broken. One part of the stent was removed; however, one part remained in the patient. The rest of the device was explanted approximately eleven days later. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures, as well as a visual inspection of the returned device, were conducted during the investigation. One used stent was returned to cook in two sections for evaluation. Upon visual inspection, all points of separation were noted to be jagged and uneven. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances reported for this failure mode. A complaint history database search showed no other related complaints associated with the failure mode for the complaint device lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling; the IFU supplied with the device states the following in consideration of the reported failure mode: ¿precautions. ¿ do not force set components during placement, replacement, or removal. Carefully remove the set components if any resistance is encountered. ¿ the stent must not remain indwelling more than twelve months¿ periodic evaluation via cystoscopic, radiographic, or ultrasonic means is suggested. The stent must be replaced if encrustation hampers drainage.¿ ¿how supplied ¿upon removal from the package, inspect the product to ensure no damage has occurred. ¿ based upon the available information, inspection of the returned device, and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.